Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had no telemetry and probably beyond end of life (eol). The left ventricular (lv) lead placed in the coronary sinus (cs) lead was non functioning; it was tested and capturing the left atrium. The device was explanted and replaced, and the cs lead was capped. No patient complications have been reported as a result of this event.

Event description:
Asku